Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the increased bladder spasms was that if they put the stimulator too high it would overstimulate their bladder. It was reported that the pain control would be better if that didn't happen. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient had their ins moved because it was causing issues with their bladder when increasing stimulation and they were also trying to get better coverage. Patient reported that since then it's been hard to charge; however not having any problems. Patient indicated ins was moved further up spine. No further complications reported/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the device increased their bladder spasms where originally placed, when adjusted for pain control. Patient reported no steps have been taken to resolve the difficulty charging other than the patient adjusting the unit as best they can. Then it was reported that the holder breaks at the skinny spot (same on, exact time). Patient reported the issues had not been resolved and "even after moving to a spot higher up the spine the bladder is affected if they increase the unit for control." No further complications reported/anticipated.